Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one mission disposable core biopsy instrument was received for evaluation. Upon visual evaluation the device appeared to have residue throughout the cannula and the sample notch. The sample notch was noted to be bent forward. No other visual anomalies were noted to the device. Functional testing was not performed, due to the nature of the complaint. Therefore, the investigation for the reported needle bent is confirmed as the needle bent was noted in the physical evaluation. However, the reported difficult to remove remains inconclusive as the condition of use could not be replicated. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the needle allegedly bent. Reportedly the needle was pulled out by force. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 06/2025). Device pending return.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the needle allegedly bent. Reportedly, the needle was pulled out by force. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.